Manufacturer narrative:
Further investigation is pending. A follow up medwatch will be submitted upon receipt of additional information.

Event description:
A home patient contacted baxter's technical service center for assistance during fill 1 of their automated peritoneal dialysis therapy for assistance. Per initial report, a solution bag became disconnected from a supply line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.